Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000344347 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 after harvesting the lower leg, they noticed that the c-ring broke in half before harvesting the upper leg. A new device had to be opened and the upper leg vessel was harvested without any problems. There was no harm done to the patient or the vein.

Manufacturer narrative:
E1 event site address (B)(6) tw ID (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-9, g-3, g-6, h-2, h-3,h-6, h-10, h-11. Corrected section: g3- date received by mfg initial MDR 2242352-2024-00358 corrected from "03/20/2024" to "03/26/2024" h3 other text : device not returned

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 after harvesting the lower leg, they noticed that the c-ring broke in half before harvesting the upper leg. A new device had to be opened and the upper leg vessel was harvested without any problems. No delay. There was no harm done to the patient or the vein.